Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission, far-field r-wave oversensing on the atrial channel was observed. Subsequently, the patient was brought into clinic and programming changes were made to the device. Patient was fine.

Event description:
New information notes that oversensing on the discrimination channel was observed. Patient will be monitored.